Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a cold fire integrated circuit.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen turns on but has no image and is flickering. The customer stated there was no patient involvement associated with this event.